Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient¿s contact reported that the cycler alarmed during fill 3 of 3. Treatment was cancelled, the patient¿s contact opened the cycler door, removed the cassette and noticed fluid leaking into the cycler. The sample set was discarded. During follow up, the peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient¿s effluent remained clear. The patient was prescribed prophylactic antibiotics, cephazolin and ceftazidime, 1 gram each. There are no adverse events reported at this time.